Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported receiving an aa33 alarm from the insulin pump during an infusion set change. During troubleshooting it was found that the insulin pump's drive support cap was protruded. It was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. The customer's reported blood glucose value was 220 mg/dl. No further information was provided.

Manufacturer narrative:
The pump gave an alarm during the basic occlusion test due to a protruded drive support disk. Unable to perform the basic occlusion, occlusion, or excessive no delivery tests due to the alarm. The pump also had minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, and a cracked belt clip slot.